Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving dilaudid, fentanyl, and clonidine via an implantable pump for spinal pain indications. It was reported that the patient pump alarm had been going off for about a week. The patient representative (caller) stated that the patient had a refill yesterday and the alarm was still going off. The caller asked to contact a local manufacturer representative (rep). The manufacturer's patient services specialist (pss) reviewed the rep's role and recommended that the patient consult with their healthcare provider (hcp) for next steps. Pss provided the national answering service number for their hcp to call. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported the reason the pump was alarming prior to refill on (B)(6) 2025 was that the patient had missed their refill appointment, and the alarm that was occurring after the refill appointment was silenced following the instructions provided by technical services.